Event description:
The customer reported that when an attempt is made to close the enclosure the zipper will not move. This was discovered during set up so there was no pt contact with the product.

Manufacturer narrative:
(B)(4). Eval, results: eval of the returned product found that on panel side a the access window zipper slider body is open. On window side b there is a 1 inch hole in the netting. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).